Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this pacemaker, developed critical anemia due to a post-surgical hematoma. The suspected cause of this adverse event was the implant procedure. A blood transfussion was performed. There were no additional adverse patient effects reported.